Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was called via phone they were able to troubleshoot for a potential reservoir and infusion set issue at this time. Insulin flow blocked during prime rewind process. Customer states the insulin did not exit. Customer was declined to review. The insulin pump will be returned for analysis.